Manufacturer narrative:
(B)(4). Reported event was confirmed evaluation of the sample. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause of the reported issue is attributed to manufacturing errors. Visual examination of the returned products confirmed that they contain foreign debris. A disposable mixing bowl and spatula was returned. The pouch contained a hair-like fiber and a loose blue particle. The loose blue particle exceeded the .60 sq. Mm size allowed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03462.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. One of the bowls contains a hair-like substance. No additional information is available.